Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 600 mg/dl. The customer stated that she has been hospitalized three times for the same issue, but did not have any details. The customer only called to get emergency supplies. The customer stated that she was not using the insulin pump at the time of the most recent event, but did not state how long she had been without it. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.